Manufacturer narrative:
Additional information was received at the patient's six month follow up visit that impedance measurements had increased and a fracture of the associated rv lead was suspected. A revision procedure was performed and the associated rv lead was removed from service. This device was also replaced as upon insertion of the replacement lead, noise was observed. No additional adverse patient effects were reported. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel in both unipolar and bipolar configurations. The patient is primarily paced in the atrium with only four percent pacing in the ventricle for the past six months. This device and associated rv lead remain implanted and programmed to bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.